Event description:
It was reported that following an adiana procedure for permanent contraception (date unk) the pt had an ectopic pregnancy (date unk). An ultrasound was done (date unk). The pt did not have a hysterosalpingogram (hsg) to determine if the fallopian tubes were occluded post adiana matrix placement. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial numbers of the 2 disposable devices not provided by the complainant, therefore the expiration dates are not known. Serial number of the adiana generator not provided by the complainant. The devices are not being returned therefore, a failure analysis of the complaint devices cannot be completed. Lot numbers of the disposable devices not provided by the complainant, therefore the manufacture dates are not known. Device history record (DHR) review was unable to be conducted for the disposable devices as the lot numbers were not provided by the complainant. If additional relevant information is received a supplemental medwatch will be filed. According to the instructions for use (IFU) boxed warning: as with any tubal occlusion procedure, there is a risk of ectopic pregnancy. (B)(4).